Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a 6 mm, 23 in infusion set, with no alarms or leaks observed and insulin delivery not reported as stopped; the user confirmed elevated glucose by fingerstick, performed a guided set change, and glucose began to decrease thereafter. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no assistance required. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed no device alerts or identifiable infusion set failure and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.